Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming cassette not attached during testing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed minor scratches on the lcd lens screen. Review of the event history log showed occurrences of a "cassette not attached properly" alarm. Functional testing was unable to duplicate the reported issue. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.